Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxa280300/05209812 UDI: (B)(4). Pxa230300/7347562 UDI: (B)(4). According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2020, the patient presented emergently and underwent treatment for a rupture of the aneurysm caused by a type iii endoleak. It was reported that the main body (trunk ipsilateral leg component) had migrated distally and there was a disconnect to the aortic extender components originally placed to extend coverage. A gore® tag® conformable thoracic stent graft with active control system was placed to successfully treat and resolve the type iii endoleak. The patient tolerated the procedure. Additionally, it was reported that the patient had been monitored for a type ii endoleak with unknown enlargement, but had not been seen within the past year and a half.